Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 99% stenosed lesion in the mid left anterior descending (mlad) artery. A 2.5x12mm xience skypoint drug eluting stent (des) was advanced with resistance from the anatomy and the des could not reach the target lesion to be treated. The des was removed with resistance and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.